Event description:
Dentist noted that during occlusal adjustment on right side, pt complained of heat burn. Dentist noted 2nd degree burn "dime" size on the right inside cheek. Dentist noted recommended treatment of salt water rinses and followed up by phone to check on pt.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Insufficient lubrication or loss of lubrication were observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original mfg specs. Tests after repair showed no overheating.